Event description:
It was reported the device had a clutch error. No patient injury reported.

Manufacturer narrative:
Other; other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Both tamper seals had been removed. Visual inspection found the bottom case was cracked and the right plunger case was cracked the error history log found "check clutch/plunger lever" error. The issue was duplicated when the pump went into "check cluth / plunger lever" error during the occlusion test. The root cause was attributed to a worn leadscrew, worn clutch spring, and worn right and left clutch halves; the parts are ten years old. The device was not operating as intended as a result of customer use. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced worn leadscrew, clutch spring and right and left clutch halves. Replaced cracked right plunger case, left plunger case, plunger cam, plunger float, push block and right and left timing plates. Replaced damaged bottom case and power supply insulator. Cleaned, greased, and calibrated. The device passed all functional testing after the completed repairs.